Event description:
Pt had placement of artificial urinary sphincter on (B)(6) 2018. Starting around (B)(6) 2018, began having blood in urine and urinary retention. Flexible cystoscopy performed and showed cuff erosion. Device had to be removed.